Event description:
The patient had a chemosite port put into place at the hospital. The port was to be used at an outpatient oncology office. The patient did not receive any medication or infusion through the port while a patient at the hospital. The port was used for approximately 1 month and then the patient began to have pain at the site. An x-ray showed evidence of extravasation of fluid into the surrounding tissue at the level of the clavicle. As a result of the x-ray results and pain, the port was removed at the hospital a few months later. When the surgeon removed the port, the distal catheter was retained. It is not known if the catheter had separated from the port prior to removal. The patient was transferred to another facility and a vascular surgeon successfully removed the catheter piece. The edge of the break was rough and irregular, and showed no sign of a slice or any evident defect in the tube. The surface gives the indication of being pulled apart. This is consistent with "pinch off syndrome" or costo-clavicular pinching, which results in compression and mechanical friction of the catheter from compression between the clavicle and first rib.